Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found an error 25930 on the instruments of universal surgical manipulator (usm) 3 and 4. The fse was unable to find faults pointing to the surgeon side console (ssc). The system was tested and verified as ready for use. A log review could not be performed as there was not enough information provided to identify which of the captured cases was associated with this record. This complaint is considered a reportable event due to the following conclusion: the customer converted to a backup surgeon side console (ssc) after the start of the procedure due to issues with the master tool manipulators (mtm). While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the master controller was locking up during the procedure. They stated they had to re-establish the grip matching from time to time. They swapped to a backup surgeon side console (ssc) to continue. The technical support engineer (tse) viewed the error logs and noted no errors. The caller was not onsite and was unable to inform if the surgeon was hitting the finger clutch assembly or pulling their head out of the console. The tse asked the customer to call back if the issues persisted. The site continued the procedure with no reported complications. On 06/16/2022, the clinical sales representative (csr) was contacted and additional information was obtained about the complaint: the procedure was completed as planned with a backup surgeon side console (ssc) without any injury or harm to the patient.